Event description:
Procedure followed standard setup protocols. Balloon was inserted into patient. First inflation performed at 22mm. Balloon was increased to 23mm and inflated. When the balloon reached its maximum diameter at 23mm it moved into the left atrium. The balloon was reinserted across the mitral valve into the left ventricle. When the balloon was inflated (3rd time total), it displayed a waist. The waist was not present during the prior two inflations. The patient now presented with severe mitral regurgitation (mr). An intra-aortic balloon pump (iabp) was inserted. Patient was stable and referred to CT surgery for valve replacement. The patient has received the valve replacement as of (B)(6) 2025. Patient was expected to be discharged by end of week. Current status - stable (B)(6) 2025). The patient has since been discharged and is now recovering at home.

Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient; therefore it is impossible to investigate the device directly. We investigated the manufacturing record of the lot used in this patient and confirmed that there were no issues in the manufacturing process. Therefore, we determined that this event was not caused by the manufacturing process. Given that "increase in valvular regurgitation" is already mentioned in the instructions for use and that no abnormalities were identified in the manufacturing record, we have determined that it is not necessary to take any corrective action.